Manufacturer narrative:
The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. There were no devices of the same lot remaining in inventory for analysis. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The foreign distributor ((B)(4)) reported a leakage issue with the mps disposable delivery set from one of their customers. The hospital reported leakages originating at two connections; one between the arrest and heat exchanger, and the other between the drug solution bag and heat exchanger. The customer reported the leaks, which were just a few drops each, were a mixture of blood and the cardioplegia solution. It was reported the alleged leaks were found when the extracorporeal circulation was completed at the end of the surgery. There was no impact to the patient reported. The hospital staff reported that evaluation of the two connections found they had worked loose. The device was discarded by the hospital and not returned to the manufacturer for analysis.